Manufacturer narrative:
(B)(4) - supplemental MDR - plunger rod broken/damaged the customer reported deformation of the syringe plunger. To support the investigation, one photo of a 3 ml luer lok syringe (part number 309657) was reviewed by the quality team, showing a fully assembled, loose syringe with a severely bent plunger rod. This condition compromises the functionality and structural integrity of the syringe and is considered non conforming to product specifications, with the potential root cause associated with the assembly process. A device history record review was completed for material number 309657, lot 4362152, and confirmed that all in process and final inspections were performed as required, with no related quality notifications identified. The lot met acceptance criteria, was approved for shipment, and complies with applicable specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll 200 s/c plunger rod was broken/damaged. Complaint via email. Email(s) attached complaint reference #: (B)(4). Complaint reference #: (B)(4). Customer (hospital) name: x customer address: x contact name: x phone: x e-mail: x correspondence language: english cat# of product being complained: bd309657 description of product: syringe ll tip st 3cc (B)(4) /bx 4bx/ca. Lot or s/n: (B)(6). Complaint category: fail to function / defective incident date: 19 mar 2026 hospital complaint reference #: (B)(4). Details of complaint (reported issue): the plunger of this syringe is prone to deformation. Complaint noticed: during / after use problem frequency: 1st time customer exposure: patient injury: no has x been informed? Unknown qty affected: (B)(4) ea samples available? No is customer requesting an rga?: no return qty:.